Manufacturer narrative:
Other, other text: returned device was received for evaluation. During the evaluation of the device the customer reported condition was not confirmed. Customer problem regarding delivery accuracy was unable to be duplicated; three different delivery accuracy tests were performed all of which were within the published +/-6% delivery accuracy specification. No problems were found with the fluid delivery of the pump. Found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that this smiths medical cadd solis hpca pump was outside the tolerance testing of +/- 6%. It was reported that it is unknown if the reported product fault occurred while in use with a patient. No adverse effects reported